Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements after a device changeout procedure. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements after a device changeout procedure. Additional information was received that this lead was capped and surgically abandoned due to a conductor fracture. No additional adverse patient effects were reported.